Event description:
It was reported that at the end of the procedure, the surgeon noticed that the irrigation plastic cover was melted. There were no adverse consequences to the surgeon as well as the patient. There was no delay in the procedure as the procedure was completed successfully.